Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements. There was no evidence of dislodgement however fluoroscopic imaging noted what appeared to be a fracture on the proximal part of the lead. Since the impedance measurements were normal the physician suspected lead body degradation due to age. Surgical intervention was performed and the lead was capped. No additional adverse patient effects were reported.